Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and topical skin adhesive was used. While attempting to dispense the product, a piece of glass was protruding into the ampoule. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. These piercings coincided in position.